Manufacturer narrative:
A follow-up report will be submitted once the evaluation is complete. Date of event: (B)(6) 2019. Date of report: 23may2019.

Event description:
The customer reported error patient circuit leak (e/c 3106). The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 22aug2019. Repair information was confirmed. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer confirmed that the heated filter was leaking. The fse suggested that the customer try replacing the heated filter. The customer reported that replacing the heated filter corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.